Event description:
Reporter alleged blood glucose measured 229 mg/dl back to back with a result of 119 mg/dl when performed at the same time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.